Manufacturer narrative:
Philips service replaced the amc triole servo drive hp-lp-lp and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm intermittently failed to operate due to amc triole servo drive hardware error on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.